Manufacturer narrative:
An event of one of the leaflets not opening completely could not be confirmed. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 19mm masters valve was selected for implant. After parachuting the valve it was observed that the leaflet was not opening completely. The patient's native annulus was heavily calcified which required further debridement. The patient remained hemodynamically stable however this resulted in a clinically significant delay in the procedure.